Event description:
My freestyle libre3 continuous glucose monitor is not accurate for low blood glucose readings. The monitor is set to alarm if the glucose reading is below 70. Based on discussions with the freestyle libre 3 customer service on (B)(6) 2025 and (B)(6)2025 the reader which records interstitial fluid glucose levels is accurate within 20 points of a blood glucose reading. If this reading is even 21 points higher, the sensor is "ineffective." I question the accuracy of both sensors and readers provided by abbott based on 2 separate abbott readers and multiple sensors used in both readers. The first reader identified in this form was purchased 5 june 2025. The second reader will be identified on a separate form 3500 b. Both reports are being submitted together. I compare my libre 3 readings with a finger stick reading using a one touch verio reflect blood glucose meter. My libre 3 system, is consistently well out of abbotts 20 pt criteria. I have provided several of these comparisons from (B)(6) 2025 to mid (B)(6) 2025, for this report. Based on my calls to libre 3 customer support (B)(6) have received the following responses. (B)(6) 2025 change the sensors, a replacement was provided. A report to quality assurance will be submitted. There was no further contact from libre 3. Also, I was advised that some warehouses have extreme temperature variations which could affect sensor accuracy. Second call: (B)(6)2025. I spoke to a reading specialist. I had 24 low reading alarms in the previous 30 days. She stated this would be due to an ineffective sensor. When I continued to voice concerns libre accuracy, a new reader was provided. I was advised if I continue to have problems I should discuss with my md to decide if this is the best system for me. This accuracy of the libre 3 system continues with my new reader. Please see second submitted for reader (B)(6) sn please see form 3500 b #2 included. These consistent erroneous readings have resulted in a change to my insulin orders and have frequently caused unnecessary sleep interruptions. The libre 3 system does not meet the quality criteria established by abbott, "(? And the FDA)". They refuse to address this issue. My libre 3 system is consistently well out of abbott 20 pt criteria. I have provided several of these comparisons from (B)(6) 2025 to mid (B)(6) 2025, for this report. Please see form 3500b #1. My new freestyle 3 system continuous to provide consistent erroneous low glucose readings comparison results for the libre 3 system and my one touch meter can be found on page 3. Inconsistencies started within 48 hours of use of the new reader. Readings for the new reader were initiated on (B)(6) 2025. I have not contacted libre 3 since (B)(6) 2025. They are not addressing the issue that their system does not meet the quality criteria they have established. I shared my readings with my physician (dr (B)(6)) on (B)(6) 2025. She stated this is an issue for abbott to address. As of (B)(6) 2025 my reader has reported 30 low glucose events in 30 days. I have adjusted the alarm notification to 60 to avoid the majority of these alarms, which occur occasionally at night and at various times through out the day. It is very seldom that the comparison readings fall within libre 3's criteria. I also question why the readings have consistently been 18->20 below blood glucose readings. If a glucose is actually at least 20 units below the actual glucose - there is no reason to treat the alarm. It shouldn't be necessary to check all low glucose alarms. Addendum: in organizing this report, I located some low glucose readings. I recorded in (B)(6) 2025. At that time they sent me a new reader since my current reader (at that time) was out of warranty. Medicare was billed for this reader. (B)(6) readings - reader #1, replaced (B)(6) 2025. (B)(6) 2025 libre 69, 170; one touch 101, 189; (B)(6) 2025 libre 3 69, one touch 106; (B)(6) 2025 libre 69, one touch 130. Please note, I was not aware that there are test strips for my reader. These were never referenced during my phone calls. At this time, I am waiting for these test strips (neostrips). With a reader, medicare will allow use of these strips provided by the provider who supplies my sensors. See scanned pages. Pt code: 2517. Device codes: 1535, 2460, 2588. Ref reports: mw5184380, mw5184382, mw5184383.